Event description:
It was reported this lv lead displayed high out of range left ventricular (lv) pacing impedances of greater than 2000 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).